Manufacturer narrative:
Serial #: device serial number requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files captured a no external power events at 7:14:30 which was caused by the power to the mobile power unit being briefly interrupted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via the log file review. The submitted system controllers event log files spanned approximately 9 days (26oct2022 to 04nov2022 and 04nov2022 per the timestamp). A no external power alarm activated on (B)(6)2022 at 07:14 due to rsoc and bus voltage diminishing to ~0v with a loss of ac power while on a mobile power unit. The backup battery was able to provide power to the pump during the alarm. The driveline was subsequently disconnected from a controller on (B)(6)2022 at 07:17 for a controller exchange. No other notable alarm was observed. The mobile power unit was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The device history record cannot be reviewed as the serial/lot number of the device was not available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information was provided. The manufacturer is closing the file on this event.